Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection identified fracture at the threads. The hex/drive feature of the screw was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be completed for the iunihg as the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg, dating 12 months back from the notification date and revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complaint category keywords : fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported screw fracture.